Event description:
A customer contacted beckman coulter regarding erroneously low hemoglobin (hgb) and platelet (plt) results from a single patient that were generated by the coulter act diff 2 instrument. The customer retested the original patient sample for hgb on a different device in their lab. The customer indicated that on the next day the patient sample was sent to a reference lab for hgb and plt analysis. The customer indicated there was no change in patient treatment that can be attributed to or connected with this event.